Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient was reimplanted with another advanced bionics cochlear device.